Manufacturer narrative:
(B)(4). The marksman catheter was returned with the flow diversion device within it. As received, the marksman was separated near the distal tip. For further examination, the flow diversion device was removed from the marksman lumen. The marksman body was found to be stretched and accordioned at a section near the distal tip. The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The marksman was tested by running an in-house mandrel through the tip and hub. The mandrel was able to pass through the tip, hub and lumen with resistance and became stuck at the damaged locations. Based on evaluation of the device and the reported event details, the complaint of marksman break was confirmed. It is possible that the tortuous anatomy may have contributed to the flow diversion resistance within the marksman subsequently causing the marksman body to become stretched, accordioned, and separated. The broken end of the marksman exhibited with plastic deformation (stretching and necking) which indicates that the catheter separated when the tensile strength of the tubing material was exceeded. In this event, user error may have contributed to the reported issues since it was reported that the flow diversion device was advanced through the marksman despite of the resistance. Per flow diversion device instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received report of marksman catheter break during a flow diversion procedure. The patient was being treated for an unruptured, saccular aneurysm in the left internal carotid artery (ica). The vessel was severely tortuous with a full loop in the proximal ica. A continuous heparinized saline flush was used, as per IFU. The marksman was placed in the distal m2 middle cerebral artery (mca). The flow diversion device was introduced into the marksman and advanced into the ica with increasing resistance. The physician was able to advance the flow diversion device to the treatment site. Upon unsheathing, the physician reported a sudden change in the &#49541;el&#55311;f the system. The physician pulled the marksman along with the flow diversion device out of the guide catheter and out of the patient. Outside of the patient, it was observed that the distal end of the marksman was damaged (stretched) as well as broken into two pieces. Both pieces remained on the pushwire; no pieces remained in the patient. The procedure was completed using a new device. Post-procedure angiographic result was normal. There was no report of patient injury as a result of this event.